Event description:
It was reported that the lead exhibited noise which resulted in auto mode switch episodes. The episodes dated back to (B)(6) 2013. No intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2016 stated that the patient presented in clinic. Upon interrogation, the lead exhibited noise reversion episodes. Arm movements and pocket manipulations did not reproduce the noise. The lead was reprogrammed. The patient would continue to be monitored.

Event description:
New information on 9/28/2017 stated that the patient presented in clinic for routine follow up. Upon review of the egm, the right atrial lead continued to exhibit noise leading to inappropriate mode switch episodes. No intervention was performed. The patient was stable, asymptomatic, and would continued to be monitored.